Event description:
It was reported that upon deployment of the device, the stent foreshortened. The deployed stent appeared to be shorter than the stated length on the box. The physician felt the stent was mislabeled. Subsequently, it was identified that the physician did not have the black stability sheath in the introducer sheath. There was no injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The stent remains implanted and the delivery system was discarded by user facility; therefore, not available for eval. The event investigation is currently underway.